Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device will not turn on/device not functioning, other thermal issue, difficulty breathing/short of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device will not turn on/device not functioning, other thermal issue, difficulty breathing/short of breath. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer visually inspected the external and internal part of the device. Dust like contaminates were found on front panel, top enclosure, rear panel and bottom enclosure. A whitish contaminant is present around inlet of blower box. A dust like contaminate is present in base of bottom enclosure, on the blower cap seal and blower. Dried liquid with a dust-like material consistent with mineral deposits shows on the bottom of the blower, indicating possible liquid ingress. The manufacturer applied power to the device and verified the airflow. The manufacturer used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam. The manufacturer confirmed that there is no evidence of degradation or breakdown of sound abatement foam. Sections d8, d9, h2, h3, h6 were updated in this report.